Event description:
This is the second significant incident this pt has had with one of these devices. The first incident resulted in a fall when the rubber sole separated from the boot. This boot was replaced with another of the same brand name and model and resulted in severe bleeding to the chronic heel ulcer that pt has as a result of diabetes and previous heel/ankle surgery. The pt called his dr who instructed him to bandage the wound, elevate it, and return to the wound clinic for follow-up. The local health dept has since declared the device unsafe, according to rptr. The pt is currently home bound and in a wheelchair because the most recent injury resulted in the failure of his second skin graft and he cannot wear any braces.